Event description:
It was observed during central processing that the prograsp forceps instrument was very flimsy and the cables appeared to be broken. The sharp object was possibly sticking out. The instrument was never used on a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument pitch cable was frayed at the proximal distal clevis hub. The clevis does not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument's main tube had scratch marks/abrasions at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damages were found on the instrument. This complaint is being reported since it was noted by failure analysis that the instrument pitch cable was frayed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint; however, device evaluation has not been completed. At this time the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when additional information is obtained.